Event description:
Hcp reports pt presented in 05/2004 for a cervical myelogram. The next day the pt was unresponsive. The catheter was "pulled" same day and the pump rate was decreased. The pt was admitted to the intensive care unit. Cultures taken were positive for streptococcus. The hcp was planning to access the pump and send contents for culturing. The pump and catheter are still intact and remain implanted. The hcp believes the pt's meningitis diagnosis is related to the meylogram. A follow up report will be sent when additional information is obtained.